Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the slide sleeve was completely stuck which did not allow proper holding or release of the wires and the handle was loose. It was noted most of the internal components were severely corroded which did not allow the unit to function properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the pins on the would not insert and the handle was loose on the quick coupling for k-wires device. There was no delay reported. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization reported. If additional information becomes available a supplemental medwatch would be submitted accordingly.